Event description:
It was reported the camera head cord had a tear. The reported malfunction occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, no physical anomalies noted to the cable. The root cause of the reported issue cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.